Event description:
Complainant alleged that the medics were responding to a call for a 35 yr old woman in cardiac arrest. The pt had awakened from sleeping and suffered an acute episode of gasping for air. She then became unresponsive, and pulseless and apneic. When the medics arrived on scene, they found the pt supine on the floor with her husband performing CPR. The medics attached the device to the pt, and began to monitor the pt's heart rhythm. The pt presented a ventricular fibrillation heart rhythm. The pt was pulseless, apneic, her skin was cyanotic and warm and dry. CPR was initiated by the medics. Oral intubation was attempted twice by the medics. Epinephrine and lidocaine was administered to the pt. The pt was administered one shock at 200 joules, a second shock at 300 joules, and five subsequent shocks at 360 joules each. At some point during the admin of a 360 joule shock, the anterior solid gel adult multi-function electrode (lot number 3798) arced. The medics then changed electrodes and continued shocking the pt. After the last 360 joule shock was admin to the pt, the medics attempted to charge the device of 360 joules, butr the device failed to charge. The medics then reset the device to 300 joules, but the device again failed to charge. The medics then turned the device off/on in an effort to reset the device, but they were unable to switch the device to manual mode; in addition, the medics were unable to select lead setting and lead size. During transport of the pt to the hosp, the pt regained a spontaneous pulse. The pt survivied the code and was admitted to the hosp's ICU dept.